Event description:
An adc customer reported that on (B)(6) 2010 at 1020 am, they were not able to test with their fs lite meter. They stated they attempted again two hours later and still were unable to obtain a reading. The customer stated that due to their inability to test they experienced symptoms of dizziness and diaphoresis and "had to go to the hospital". Customer was transported to the hospital via paramedics. It was "unknown" if customer lost consciousness or experienced a seizure. At the hospital a reading of 20 mg/dl was received on an unknown brand of meter. Customer stated they were diagnosed with hypoglycemia and treated with a "shot" however, customer could not recall the specific medication injection. Attempts have been made to contact the customer to clarify the medical event. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Customer's product has been requested back for investigation and a supplemental report will be sent once new information is obtained. It is also important to note the reported test strips the customer was attempting to use were expired.

Manufacturer narrative:
The customer returned meter (B)(4). The meter powered on with button and with insertion of approved strips. Power issue with strip port was not observed.the complaint was not confirmed.

Event description:
The customer reported to baxter (B)(4) of three continu-flo sets that had a no flow. The process step in which this reported condition occurred was after patient-use. There was no report of patient injury or medical intervention. No additional information is available. This is report 3 of 3 of the same reported problem from this facility.